Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d8, h2, h3, h6, h11. D4 - unique device identifier (UDI) #1,e1 - first name, e1 - last name, e1 - email nul, e1 - fax number null and e1 - phone number null. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the image from the camera head was dark. The event occurred during setup/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.